Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a vicmo 12.6, -18.00 diopter, implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed within the same surgery, on (B)(6) 2018. A replacement lens was implanted during initial surgery and problem resolved. Cause of the event is reported as unknown.